Event description:
The facility reported that the set up for syntocinon (oxytocin) infusion, used to increase uterine motility, was for 8ml/hr. The midwife noticed the infusion running straight in when small bolus was given. Assistance was called. The infusion was stopped. There was prolonged contraction and fetal bradycardia. Immediate emergency delivery was performed as a result of the incident. The male infant was delivered in good condition.

Manufacturer narrative:
The device has been requested by baxter quality management for evaluation. The facility stated the device will be sent for evaluation but has not yet been received. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available.